Manufacturer narrative:
The following sections have been updated accordingly: section a2, dob: dec 2, 1954. Section a4, patient weight: 250 pounds. Section a5, ethnicity and race: non-hispanic, white . Section b3, date of event: (B)(6) 2021. Section d9: device available for evaluation ¿ yes, returned to manufacturer on 10/05/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and no cosmetic issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Based on additional information received information the proceeding codes were added in h6: health effect: clinical code: foreign body sensation in eye= 1869. Visual disturbances = 2140. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between jul 28, 2021 and sep 1, 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary surgical procedure due to patient¿s complaint of blurry vision. The patient was uncomfortable and wanted the lens out as soon as possible. Uncorrected distance visual acuity (ucdva): 20/40 ( isolated letters only), uncorrected binocular visual acuity (ucnva)- j8 @16-18inxhes uncorrected intermediate visual acuity (uciva)- 20/60, medial rectus (m.r.): +.75-.75 @115, pinhole- no improvement macular optical coherence tomography (oct)- clear. No vitrectomy, no incision enlargement and /or no sutures were required. A replacement lens of different model and diopter (22.0) diopter was used. The patient is doing fine. No further information was provided.